Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that inserted a new infusion set and could smell insulin. The customer looked down and shirt was wet at the site. The customer smelled insulin and blood glucose were running high marking blood glucose as other because blood glucose was over 500mg/dl. Customer was able to change the infusion set. The insulin pump will not be returned for analysis.